Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-00238. It was reported that following a recent procedure to reconnect the lead to the ipg, the patient (B)(6) lost stimulation. A diagnostic test revealed high impedance readings for the patient's top three lead contacts. The remaining contacts produce therapy; however, the resulting stimulation is not being delivered to the needed area. In an effort to resolve this issue, several new programs were issued to the patient who will continue to work closely with the physician for resolution of this matter.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.